Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Rep reported that the green handle material on the triathlon green modular handle has large pieces of the handle coating missing from the handle - green coating is weak and breaks away easily.